Event description:
Customer reportedly obtained results of 348 mg/dl, 164 mg/dl, and 109 mg/dl within 10 minutes on the s active system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Information suggests comparison performed in the home.